Event description:
It was reported during the patient's (B)(6) lead implant procedure, the physician experienced difficulty removing the stylet from the scs lead. As a result, a different lead was used to complete the procedure and the patient is receiving effective stimulation. The procedure was extended by an estimated 2 hours.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint of ¿can¿t remove stylet¿ was confirmed. This issue is being investigated under (B)(4). As received, inspection of the returned items revealed that stylet ¿a¿ and ¿b¿ were difficult to insert and remove from the lead. The returned curved stylets were unable to be fully inserted into the returned (3186) lead with resistance met when the end of the stylets entered and exited 8cm from the stimulation end. The damage observed on the stylet was consistent with the overstress conditions the stylet was subjected to during the implant procedure. These abnormal bends would account for the stylet not being able to be retracted from the lead. A curved lab stylet was inserted and extracted with resistance. The returned octrode (3186) lead was clear, no kinks or broken wires were observed. Both the stimulation and terminal end contacts were in good condition, and passed electrical testing. The returned octrode 3186 lead exhibited normal device characteristics. The inner stylet lumen (stylet tubing) was buckled/collapsed approximately 31cm from the stimulation end of the lead. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.